Manufacturer narrative:
(B)(4). Concomitant products: unknown liner, unknown cup, unknown stem. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown day for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.